Event description:
As reported 09/05/2014, on (B)(6) 2013, a (B)(6) female pt underwent an evlt procedure. The procedure was successfully completed with no reports of complications or device malfunction. On (B)(6) 2013, the pt complained of pain in her proximal calf. Via an ultrasound image, it was noted the pt had calcified rings throughout the segment of the treated vein. It was determined that this should be removed. When the procedure to remove the calcified rings was performed, it was discovered that a fractured piece of the fiber had remained inside of the pt. This fractured piece was successfully removed. There was no report of permanent harm or injury to the pt due to this event. It was reported the reported device is not available for return for eval as it was disposed of by the user.

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the MFR for eval. An investigation into the root cause of this incident is currently in progress. The results of the device eval will be sent via a follow up medwatch. A review of the device history records was performed for the reported lot any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specs. Complaint # (B)(4).